Event description:
Physician was attempting to use a denali jugular filter. While prepping the filter he found that the guide catheter could not advance through the sheath. The product did not function correctly. It was not used on a patient, and there was no patient harm.